Event description:
The hospital reported that, during testing, the command module did not provide an appropriate ECG output signal to an external device.

Manufacturer narrative:
Spacelabs tested the unit and determined an integrated circuit had failed. The system performed to specification after the integrated circuit was replaced. The integrated circuit has been returned to the manufacturer for analysis. Spacelabs is continuing its investigation into this issue and will supplement this MDR as appropriate.